Event description:
Ecchymosis/ bruise/ bruising [injection site haemorrhage], hematoma [injection site haematoma] . Case narrative: united states report received from a health care professional via company representative on 02-jul-2024, refers to a female patient of unknown age who received rha 3 on (B)(6) 2024, for an unknown indication. The patient's medical history was not provided. Concomitant medications and food supplements were not provided. An unknown volume of rha 3 was applied in the nasolabial fold via needle technique. Cannula was used for the administration. Lot#: (10)23271fl0, expiration date: 07-jul-2026. On (B)(6) 2024 (30 minutes post treatment), the patient experienced ecchymosis and hematoma. The injector was new (patient's daughter) and was concerned about a potential vascular occlusion due to the patient¿s bruising. However, it was noted that the capillary refill time was good (less than 2 seconds) and there were no signs of blanching or livedo reticularis. The injector concluded that it was bruising and not a vascular occlusion. The patient received warm compresses and arnica ointment to the affected area. At the time of the report, the outcome of the events ecchymosis and hematoma was resolved (in jul-2024) the intensity of the events ecchymosis and hematoma was not reported. It was unknown if the product was available for return. The reporter provided pictures of patient post treatment. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Follow-up information received from a health care professional via company representative on 08-jul-2024, included batch and expiry date for of rha 3, laboratory data, treatment information, event amended (to ecchymosis and hematoma from vascular occlusion), outcome updated (to resolved from not resolved), event onset date updated and narrative updated accordingly. Case comment: vascular occlusion was excluded as capillary refill time was good (less than 2 seconds) and there were no signs of blanching or livedo reticularis. The injector concluded that it was bruising and hematoma, and not a vascular occlusion. Therefore, the case is reassessed as non-serious. The events have resolved. Causal relationship between the rha 3 and reported events is assessed as possible. The company will continue monitoring the benefit-risk profile for the product. Case comments: diagnosis of 'vascular occlusion' was excluded by the reporter. The case no longer meets criteria for MDR report. Case is submitted as downgrade report.

Event description:
Concerned could be occlusion [vascular occlusion] case narrative: united states report received from a health care professional via company representative on (B)(6) 2024, refers to a female patient of unknown age who received rha 3 on (B)(6) 2024, for an unknown indication. The patient's medical history was not provided. Concomitant medications and food supplements were not provided. An unknown volume of rha 3 was applied in the nasolabial fold via needle technique. Cannula was used for the administration. On (B)(6) 2024, the patient expressed concern about a possible occlusion. At the time of the report, the outcome of the event ¿vascular occlusion¿ was not resolved. The intensity of the event ¿vascular occlusion¿ was not reported. It was unknown if the product was available for return. Health effect: clinical code: e2328, obstruction/occlusion no additional information was available at the time of this report. Case comment: a causal relationship between the rha 3 and reported possible vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.